Event description:
Patient reporting that she noticed there was a lot of air in her cassette and extension set. Patient confirmed she eliminated all air from cassette and extension set when she prepared cassette. Patient was advised to change cassette and extension set. Patient did not save packaging to provide lot information. No other information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Not available; did we [MFR] replace the cassette? Not necessary to replace; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Pt was instructed to prepare new cassette and change tubing; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Ref report: mw5148433. Reported to (B)(6) by pt/caregiver.